Event description:
The customer reported erroneous results for one patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous results were not reported outside of the laboratory. The initial hcg + b result was 34.7 miu/ml. The sample was repeated on (B)(6) 2015 with a result of 9541 miu/ml after a 1:2 dilution. The sample was repeated again without dilution on 02/28/2015 with a result of >10000 miu/ml accompanied by a data flag. No adverse event occurred. The hcg + b reagent lot number was 177537 with an expiration date of 08/30/2015. The customer indicated there were small fibrin clots in the sample that was run initially. The sample was transferred to an eppendorf tube and re-run. Eppendorf tubes are not specified for use on this analyzer. A possible root cause may be related to pre-analytics and the fibrin clots in the initial sample.

Manufacturer narrative:
A specific root cause could not be identified. A general instrument or reagent issue is unlikely. Further investigation indicated the 1:2 dilution used by customer is not recommended. Inappropriate pre-analytical conditions of the patient sample were identified to likely be responsible for the false result. In addition it was noted a rack adapter was not used. Another possible root cause is the missing rack adapter.

Manufacturer narrative:
This event occurred in (B)(6).